Event description:
It was reported that the connector initially would not twist onto the ilet when used with a prefilled cartridge, but after removing the cartridge and testing the connector alone, the connector engaged and then subsequently attached correctly without changing supplies. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no need for medical intervention. Investigation included product troubleshooting with user guidance. Investigation of this case revealed that the device functioned as expected after reseating and proper alignment of components, suggesting no device malfunction. It was concluded that the event was resolved through user troubleshooting and that no device failure was confirmed.